Event description:
Approx mid sept it was brought to facility's attention through the home phototherapy dept that they were seeing higher bilirubin values from the lab. The lab has an extensive quality control and proficiency program that is accredited and reviewed on a daily weekly and monthly basis. When the possibility of a problem was brought to the attention of the lab, facility immediately went back and re-reviewed the internal and external quality control and proficiency data and found no indication there was a problem with their assay. After a second incident and questioning, facility did a more extensive investigation and contracted the accreditation agency. When facility submitted data to outside agencies for review, they are benchmarked against other analyzers of the same MFR methodology. When facility investigated further, they reviewed the data of their peers with different instrumentation and methodology and that is where they found the problem. The chemistry analyzers they use in the lab as a whole had a positive 10% bias in the higher range. Everyone using the same analyzer and methodology have this problem. This is why the initial investigation revealed nothing. Facility immediately contacted the vendor and stopped running neonatal bilirubins in-house. The lab then researched another method and began to compile quality control and comparison data with the methodology on the same analyzer. This failed. They then immediately brought in a bilirubinometer, which they are currently running. This is a spectrophotometric method that used to be the "gold standard" before technology gave way to the automated analyzers available today. Facility rep writes in letter to MFR, dated 10/19/98: the facility "has an urgent need to communicate what we perceive has been an ongoing problem with the hitachi analyzer performing the total bilirubin assay. We believe roche boehringer mannheinm corp has failed to alert us of the obvious bias with this assay and this analyzer. Had we been made aware of this problem we would have been able to proactively approach this problem. Instead, at great expense to our institution and the pts we serve we have been left to scramble for a viable solution. Roche bmc's failure to communicate this particular problem with all hitachi users has resulted in us questioning the quality of your organization. This has not only put our pts at risk, but has had a financial impact on our hosp as well. We find this to be unacceptable. During communications with roche bmc tech and field svc, it became apparent that roche bmc has been aware of this problem for some time. Not alerting all users to this problem is irresponsible and negligent. We hope that roche bmc finds a viable solution and alert all hitachi users to this problem. In addition, please be aware that our legal dept will be contacting you for restitution of the cost incurred by our organization due to your negligence." Facility rep writes in letter to MFR, dated 11/19/98: the facility "will be terminating our relationship with roche boehringer mannheim corp as stipulated in our contract dated 11/25/97. In the amendment of our stated contract we reserve the right to terminate at each anniversary date with a 90-day notice. We also reserved the right within the contract to give 30 days notice if performance issues were not reconciled. Roche bmc failed to meet the needs and expectations of our institution with respect to the neonatal bilirubin assay as we stated in a letter to your co dated 10/1/98. Therefore we are proceeding to terminate our relationship at this time. As of 2/25/99, we will no longer need the svs of roche bmc in our lab."